Manufacturer narrative:
The returned device was evaluated. During this testing, it was found that some of the led display segments do not illuminate and one siq led does not illuminate on the device due to a defective led board. The led board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.

Event description:
Customer reported "display screen not functioning correctly." Additional info received from customer stating "the only info I have on this unit is from the caregiver: only half of the numbers are visible. At that point, we swapped units with the pt." No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.